Manufacturer narrative:
The reported observation of high impedance was confirmed when referencing the returned lead. A visual inspection of the lead found all wires were broken and the break aligned with the distal end of the swift-lock anchor. A review of the ipg diagnostic logs did find lead #2 had high impedances logged in the daily system impedance data on all electrodes. These findings would have contributed to the observation. The swift-lock anchors functioned as designed during fit and functional testing.

Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnostic was performed and revealed high impedances across both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.